Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to battery indicator at elective replacement indicator (eri); implant duration approximately five years. The physician alleged the device depleted at an accelerated rate. The explanted product is intended to be returned and another boston scientific device successfully implanted in the absence of other adverse patient effects.